Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I am having bilateral salpingectomy/ recommended hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("symptoms from essure/I am having problems"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : medical device removal and adverse event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.